Event description:
It was reported that the camera head had stripes and different colors appeared. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields : b5,d4,d8,g6,h2,h3,h6,h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damage on cable unit and therefore water tightness is lost. A definitive root cause could not be identified. Based on the results of the investigation: damage on cable unit and therefore water tightness is lost. The most probable cause of the complaint was not established. Additional investigation findings cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.